Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('complications after my essure was placed whwn it punctured through my tube and was stabbing me') and intestinal perforation ('essure puncture through bowel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("serious pain in the same area that I had the complication/ stabbing"), cyst ("cyst"), scar ("scar tissue") and polycystic ovaries ("pcos (polycystic ovarian syndrome)"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, intestinal perforation, pelvic pain, cyst, scar and polycystic ovaries outcome was unknown. The reporter considered cyst, fallopian tube perforation, intestinal perforation, pelvic pain, polycystic ovaries and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube perforation, pelvic pain female, cyst, scar, and pcos. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event essure puncture through bowel was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('complications after my essure was placed when it punctured through my tube and was stabbing me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("serious pain in the same area that I had the complication/ stabbing"), cyst ("cyst"), scar ("scar tissue") and polycystic ovaries ("pcos (polycystic ovarian syndrome)"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, cyst, scar and polycystic ovaries outcome was unknown. The reporter considered cyst, fallopian tube perforation, pelvic pain, polycystic ovaries and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube perforation, pelvic pain female, cyst, scar, and pcos. Most recent follow-up information incorporated above includes: on 14-jan-2020: information received via social media transferred as follow up to duplicate deleted case: (B)(4). Event" pcos (poly cystic ovarian syndrome) was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('complications after my essure was placed when it punctured through my tube and was stabbing me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("serious pain in the same area that I had the complication/ stabbing"), cyst ("cyst") and scar ("scar tissue"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, cyst and scar outcome was unknown. The reporter considered cyst, fallopian tube perforation, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube perforation, pelvic pain female, cyst, scar. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.